Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, a twist was identified 6.5 cm from the distal tip. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root causes are: mishandling subsequent to distribution, including shipping/storage conditions. Improper manipulation of the catheter. Device was expired which may have contributed to kink or curve issues. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was a defective reprocessed inquiry electrophysiology catheter. The complainant was unaware of how the issue was noticed, whether the patient was affected or if the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Event description:
It was reported that there was a defective reprocessed inquiry electrophysiology catheter. The complainant was unaware of how the issue was noticed, whether the patient was affected or if the procedure was completed successfully. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
On november 1, 2017, stryker sustainability solutions (sss) received a complaint for an ep catheter. The complaint device was returned to sss, and investigation was completed on november 30, 2017, confirming the reported event. Malfunction mdrs have been filed for any subsequent complaint in which an ep catheter was confirmed to have a twist or not returned but alleged to have a twist. After further analysis of the reported events, we had made the decision to discontinue filing mdrs for ep catheters with twists for the following reasons: ¿ there have been no additional serious injuries reported since the initiating MDR filed on december 1, 2017. ¿ the most likely root cause of this malfunction is mishandling of the device subsequent to distribution. The instructions for use (IFU), clearly advise users to avoid using excessive pressure during placement of catheter if unknown resistance is encountered or to avoid using excessive force to advance or withdraw the catheter. Ifus can be downloaded at http://sustainability.stryker.com/IFU. ¿ (B)(4). ¿ each customer communication letter recommends that product ifus be printed, reviewed, and readily available for operator reference during procedures when using our devices. Based on the analysis of additional data it was determined that this malfunction is unlikely to cause or contribute to death or serious injury should the malfunction recur. The reported event will continue to be monitored through post market surveillance.